Event description:
Customer reported high blood glucose levels, though specific values were unknown, but readings from the meter displayed "high." Cause was not known. Customer changed the cartridge as part of addressing the high blood glucose and was instructed by cts to inspect various areas including the site and tubing connections. While customer declined to remove infusion set during the call, drops of insulin were observed at the end of the tube indicating proper flow. Insulin was confirmed to be stored and used correctly, and personal profile settings were accurate. Additional follow-up assistance was requested, and customer was instructed to replace supplies as needed and resume insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.